Manufacturer narrative:
Follow-up #1: date of submission 06-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2018 with the following findings: all of the keypad buttons were normally responsive. No contamination was found on the button contacts. Moisture was found on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the pump stopped responding to button presses. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.